Manufacturer narrative:
Concomitant medical products: model: 1642t, competitor lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for high/undefined superior vena cava (svc) de fibrillation coil impedance and high/undefined rv defibrillation coil impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.